Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown: (B)(6), USA has been used as a default.  Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that hypoglycemia and difficulty to operate occurred with a unspecified bd 32 g, nano next gen. Needle. The following information was provided by the initial reporter, issue: 1 consumer called, stated he is not sure if its the needle worked or if he didn't inject it correctly. Consumer stated he uses the 32 g, nano next gen. Needle and takes 2 kinds of insulin. Consumer stated he has used about 10 needles from the box. He stated he took the short term insulin at 7:30 am. He stated his sugar was high after the injection this morning, after the injection he touched the needle to see if it was bent, he stated it was straight. Consumer stated he does the priming by dialing up for 1 or 2 unites of insulin. It worked. Consumer stated he does not have the box right now to provide information. Consumer stated sample discarded.